Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed additional failure analysis on the returned stapler 45 instrument. The instrument was tested in a in-house clinical lab testing. After firing the instrument, there were no malformed staples observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the white staple reload; however, the stapler 45 instrument used in conjunction with the reported reload was returned for failure analysis investigation. Failure analysis investigations was unable to replicate or confirm the customer reported failure mode of malformed staples. Visual inspection of the instrument was conducted and there was no physical damage was found. The instrument was fired using in-house dummy reloads and there was no trouble found. Additional functional testing of the instrument will be performed by isi. A video recording of the planned surgical procedure was provided by the isi csr, however, isi's review of the video findings is not yet complete. A follow-up MDR will be submitted once isi has completed their investigation. Review of the returned instrument's digital signal processor (dsp) log found that a total of 6 staple reloads were fired from the instrument and all of the reloads were successfully fired. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted pulmonary lobectomy procedure, after the surgeon stapled a small branch of arterial vessels using the stapler 45 instrument with a white reload installed, it was noticed that the staples at the distal tip of the arterial branch were malformed and the patient experienced some bleeding. There was no patient harm; however, recurrence of the reported failure mode could likely cause or contribute to an adverse event. Review of the site's system logs for the reported procedure date found no system error that would could have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, after the surgeon stapled a small branch of arterial vessels using the stapler 45 instrument with a white reload installed, it was noticed that the staples at the distal tip of the arterial branch were malformed. There was no patient harm or adverse outcome. The patient did experience some bleeding however, the surgeon placed a few titanium clips to the affected area using a traditional laparoscopic instrument to control the patient's bleeding. It was reported that the white staple reload was discarded. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for the staple reload and did not find any non-conformances that were related to the reported event. On (B)(6) 2015 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who initially reported this complaint. According to the csr, she was present during the surgical procedure. The csr indicated that she did not observe any issues prior to the surgeon firing the stapler 45 instrument and there were no issues noted during the firing sequence. Tissue bunching was not observed and there was no noted tension on the tissue that was being stapled. It is unknown if the patient had undergone any previous radiation or chemotherapy. The csr indicated that there were no warning messages or error code generated while the instrument was being fired. According to the csr, the surgeon was able to create subsequent staple lines using the same stapler 45 instrument. The planned surgical procedure was completed with the da vinci surgical system and the patient did not experience any complications and did not require a blood transfusion due to the reported issue. A video recording of the planned surgical procedure was provided by the csr. A review of the video found the right side vascular fire was concealed by gauze; however, there appeared to be titanium clips located in the right side of the vessel. The left side fire showed one fully formed white staple partially in the tissue; however, the formation of the other staples in the vessel cannot be discerned. Review of the video also found that there was one staple on an endowwrist grasper instrument that was also being used during the surgical procedure. The formation of the staple found on the grasper instrument had a w shape. The size of the staple is unknown. There were two subsequent fires performed by the surgeon. The video showed that one of the subsequent fires from the stapler 45 instrument appeared normal and the staples were properly formed. The other subsequent fire found that after the staple line was created, there was a noticeable incomplete/interrupted cut with normal staple formation.